Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full canister was displayed even though the canister was not full. The problem was solved by exchanging the canister. There was no patient harm nor delay.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes kinks, leaks, blockages, instructions for use offer further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.